Event description:
Allegedly the surgeon has broken the tip off of 3. Rep doesn't believe it is a design / quality issue because the surgeon is a high user.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.